Event description:
The customer reported that the system shut down in the middle of patient coding, would like someone to look at patient logs. The customer indicated patient harm; however, no details were provided. Additional information was requested; however, patient status and event details are unknown. A philips remote service engineer (rse) assisted the biomed with the logs and there was no relevant device data found during the time frame of the alleged failure. In addition, the rse identified the device was not being shutdown in order to prevent failures during cases and that there has not been any preventative maintenance (pm) performed on devices. The customer was provided with documentation on these procedures so they can perform pm work, and the staff was instructed that these devices need to be shutdown and restarted daily before cases are performed. At this time, there is insufficient information to determine if the device caused or contributed to the reported patient event. The event details were reviewed by a philips sr. Product support engineer who stated the likely cause of the event is the flex cardio was over energized past the bounds of our specifications.

Manufacturer narrative:
This was originally reported under MFR report number 3003768277-2023-02190 the remote service engineer (rse) confirms that the issue was resolved by restarting the device. The device was operational after the device was restarted. The device logs were reviewed by a philips sr. Product support engineer who stated the likely cause of the event is the flex cardio was over energized past the bounds of our specifications. The instructions for use (IFU) provides a precaution of interference issues with electrosurgical devices. Based on the information available, the cause of the reported problem is the user not performing the proper shut down procedure on the device.